Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) and unk certain 3i implant were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the products were not returned. Pre-existing condition, tooth location and duration of placement was unknown due to limited information provided by customer. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR reviews could not be performed as the lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Complaint history review could not be performed as the item/lot number associated with the reported device was not available based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that an iunihg screw in a certain 3.25 implant fractured at platform in patient's mouth. Dr. Believes the fracture may have occurred within the past few weeks. No additional information provided. Removal tools ordered by customer service. Tooth location not reported.